Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting during priming, insulin pump screen in sunlight effecting visibility. The customer's blood glucose value was unknown. The customer stated that the insulin pump had unexplained no delivery alarms, multiple rewinds. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm, a33 alarm or rewind anomaly noted during testing. (B)(4).